Event description:
Tibial implant loosening was reported for patient with a total knee implant. Revision surgery occurred to recement the tibial tray and exchange the poly inserts.

Manufacturer narrative:
Tibial implant loosening was reported for patient with a total knee implant. Revision surgery occurred to recement the tibial tray and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.